Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1007, indicative of capacitor charge time exceeding its limit. This occurred during an implant procedure. Boston scientific technical services (ts) was consulted and recommended not to implant this device and send it back for analysis. No adverse patient effects were reported as there was no patient involvement. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed the device is in storage mode and showed a cell depletion pattern that is similar to other devices that were exposed to cold temperatures. A review of the device memory noted no fault or error codes. The device passed automated electrical testing. Analysis of device data found recorded temperatures below recommended storage temperatures, which resulted in the extended charge times noted before implant.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a code 1007, indicative of capacitor charge time exceeding its limit. This occurred during an implant procedure. Boston scientific technical services (ts) was consulted and recommended not to implant this device and send it back for analysis. No adverse patient effects were reported as there was no patient involvement.